Manufacturer narrative:
The customer was instructed to contact their lis vendor. The customer has their lis set up to auto verify and release non reactive (B)(6) results. Based on information provided by the customer, the cause of the problem was due to the lis design where it releases the result of the first replicate, which was non reactive. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur xp (B)(6) result was reported by the customer's lis. The error was noticed when the customer went to manually release the result and found that the result had been auto verified as non reactive by the lis. The customer corrected the report and notified the physician. There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) result.